Manufacturer narrative:
Visual inspections were performed on the returned device. The unspecified failure mode was observed to be a malposition/failure to deploy the suture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The original reported perclose prostyle devices referenced in b5 were filed under separate medwatch report numbers.

Event description:
It was reported that a venous closure of the common femoral vein was attempted with three prostyle devices after an ablation interventional procedure using a 6f sheath. Reportedly, cuff misses [suture retrieval issues] occurred with all three devices. An alternative method of closure was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. An additional device was returned with the original complaint devices and a suture break was noted. Follow up with the account was attempted but no additional information was provided.